Event description:
Healthcare professional reported unknown side device rupture. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side device rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as surgical damage and missing piece of shell assessed as inconclusive. No other observations observed, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side device rupture. The device has been explanted and replaced with another manufacturer's device.